Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon ruptured with a pop after second pumping. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).